Event description:
Medtronic received information that during use of a bio-medicus cannula, it was reported that the patient underwent a coronary artery bypass graft (CABG) without extracorporeal circulation. The patient developed an arrhythmia during the procedure; therefore, femoral arteriovenous extracorporeal circulation was urgently performed. During the femoral vein puncture process, the inner core could not be pulled out. After the customer replaced the guidewire with a hardened guidewire and re-implanted it, the inner core still could not be pulled out smoothly. Subsequently, the customer changed to the central right atrium cannulation and transferred the machine, and the patient's procedure was successfully completed. The customer suspected that the inner core was stuck and could not be pulled out due to the device. The customer changed the cannulation route and chose central venous cannulation. The issue delayed the rescue time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.